Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. "The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an inguinal hernia. A composix kugel mesh was implanted into patient's body to repair the hernia defect. (B)(6) 2015: the patient underwent a left groin exploration, primary neurolysis, removal of the composix kugel mesh patch and repair of the inguinal hernia. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. The bard/davol composix kugel is defective. "The product (composix kugel) implanted in the patient failed to reasonably perform as intended." It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.